Manufacturer narrative:
(B)(4).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that the patient presented to the ER with abdominal pain. The CT scan revealed the bifurcated stent graft had migrated about 1-1.5 cm and there is a type ia endoleak present. The physician stated the cause of the event is unknown. The patient was originally treated with a 28 mm diameter talent bifurcated stent graft and bilateral snorkels of both renal arteries. Currently the aneurysm is approximately 70 mm in diameter. The patient was treated with a 6x38 mm atrium stent to extend the right renal artery and snorkel up further. A 32/32/70 endurant cuff was implanted proximal to the talent bifurcated stent graft. The patient developed hypotension and blood products were given. The patient's blood pressure dropped from 100/60 to 60/40. No extravasation could be identified on angiogram and the patient was taken to the ICU on medications. No additional clinical sequelae were reported.